Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant in a patient wish a history of cerebrovascular accident (cva). During the implant procedure, while attempting to deploy the distal disk in the patients atrium, the disk wasn't able to be deployed properly. Attempts were made to flatten the disk, but were unsuccessful. The device was removed and replaced with a 35 mm amplatzer pfo occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient was reported stable. No additional information was provided. On (B)(6) 2021, the patient presented for a follow-up, transesophageal echocardiography was performed and cardiac medication information given. There were no adverse events of device deficiencies found during the follow-up.

Manufacturer narrative:
The reported event "the la disk could not be deployed properly" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. During the implant procedure, while attempting to deploy the distal disk in the patients atrium, the disk wasn't able to be deployed properly. Attempts were made to flatten the disk, but were unsuccessful. The device was removed and replaced with a 35 mm amplatzer pfo occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient was reported stable. No additional information was provided.